Manufacturer narrative:
This report is being submitted as follow-up no. 1 to correct section g4 (510k #) and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: no patient involvement a2: age & date of birth: no patient involvement a3: patient sex: no patient involvement a4: weight: no patient involvement a5: ethnicity: no patient involvement a6: race: no patient involvement d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the tr band 2 was removed from the box, it was unable to hold air. The balloon was filled with air and put under water. Air bubbles were clearly seen coming from where the tubing goes into the balloon. No patient was involved. The event occurred pre-treatment.